Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode. Technical services (ts) noted this oversensing episode correlating with a patient surgery rather than the minute ventilation (mv) signal. No adverse patient effects were reported. This device remains in service.